Event description:
It was reported that a right ventricular leadless pacemaker exhibited a stretched helix during initial implant. It was discovered before any fixation was attempted. Physician suspected the stretched helix because it felt like it was "stuck in something." An x-ray seemed to confirm the issue. Device was removed and replaced to complete the procedure. Patient was stable.